Manufacturer narrative:
Product event summary: analysis could not reproduce the reported issue. There were three errors found in the log data. It was also found that the programmer's battery would not charge. Failure analysis was performed on the battery. Visual inspection revealed no anomalies. Benchtop analysis noted no light-emitting diode (led) indications. When the battery was inserted into an operating programmer the charge led flashed. When ac power was removed from the programmer the programmer shut down. The battery was attempted to be charged for 15 minutes. When ac power was removed after the attempted charging the programmer remained powered, this anomaly indicated intermittent battery operation. Battery analysis data indicated that the battery status was good. Further battery analysis revealed no permanent faults. Conclusion: confirmed the intermittent battery output. Is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer locked up a number of times during use and needed to be reset. The programmer has been returned for service. No patient complications have been reported as a result of this event.